Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the inner cover of the gantry for the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect cover has not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, while testing the imaging system, an image acquisition was interrupted halfway through. Visual inspection found that the inner cover of the imaging system gantry was damaged. There was no patient present when this issue was identified. No additional information was provided.